Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. The 90% stenotic lesion was located in the non-calcified and moderately tortuous left anterior descending (lad) coronary artery. The 15mm x 3.25mm quantum maverick monorail balloon ruptured at 12 atms on the initial inflation. The procedure was successfully completed with another of the same device. No patient complications were reported. Patient status is reported as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.